Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 01-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in the lower abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), pain ("pain for several years and very strong for the last two years") and back pain ("pain in lower back"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, pain and back pain had not resolved. The reporter considered abdominal pain lower, back pain and pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-feb-2021. The most recent information was received on 05-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in the lower abdomen') in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), pain ("pain for several years and very strong for the last two years") and back pain ("pain in lower back"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, pain and back pain had not resolved. The reporter considered abdominal pain lower, back pain and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.